Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user new to the ilet experienced nocturnal hyperglycemia, with blood glucose reaching 300 mg/dl, after the luer adaptor was not turned to the correct position, resulting in insulin leakage and loss of delivery; the family removed the ilet and transitioned to subcutaneous insulin via pen and then resumed a previous pump. Symptoms included vomiting and ketones consistent with mild ketosis. Outcomes included transient hyperglycemia and ketones that resolved to a blood glucose of 138 mg/dl after following the ketone action plan and using backup therapy, with no medical intervention or hospitalization. Investigation included customer interview, troubleshooting, and education. Investigation of this case revealed user setup error at the connector leading to leakage. It was concluded that the event was related to use error rather than device malfunction.